Event description:
Clinic notes received for generator replacement referral indicated that the patient experienced almost daily events. Patient's events are reported to be mixed epileptic and non-epileptic seizures. Patient's vns was interrogated and found to have a battery life of 75%. The physician questions about a possible malfunction as the battery indicator shows 75% despite patient being set to high settings and based on the implant duration of 4 years. The magnet output current was increased to 3.25 ma. Additional information was received that the patient was being referred for a prophylactic generator replacement based on the implant duration of the vns device. The physician mentioned that the patient¿s seizures were related to the vns battery and patient underwent generator replacement on (B)(6) 2015. The explanted generator has not been received to date.